Manufacturer narrative:
Per tandem user guide: do not ignore symptoms of high and low glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 414 mg/dl with a ketone level of 2.7 mmol/l. The cause of elevated bg was unknown. Reportedly, the customer attempted to treat the elevated bg level with a manual bolus injection and with a bolus via the pump; subsequently, the customer experienced vomiting and was transported to the emergency room where they were later hospitalized. Multiple supply changes were made in order to resolve the customer's bg. Bg was treated with insulin at the hospital. Reportedly, the customer remains at the hospital in stable condition with no permanent damage. A system check with tandem technical support confirmed the pump was functioning as intended; however, it was found that the customer was using old insulin. The customer also acknowledged that they did not address the high bg in a timely manner. Further follow up for customer's release date and condition was declined by the customer and no additional information was provided.